Manufacturer narrative:
Device evaluation confirmed the complaint condition. A leak was observed during testing. The pump cassette film layers where welded were split at the blood side near the inlet area. The root cause is unknown but most likely due to a worn buffer used during manufacturing that resulted in inadequate welds at the weld seam area. The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue encountered with the mps delivery set. He reported that the set leaked on the blood inlet side during a procedure. The report stated the leak was found towards the end of the procedure and the perfusionist was unable to deliver the warm cardioplegia dose as per protocol. The perfusionist stated the patient came off bypass successfully and there were no complications as a result of the alleged event. The set was returned to the manufacturer for analysis.